Event description:
It was reported that the ilet wake/sleep button became unresponsive after setup with a trainer, and the issue persisted despite a device restart and confirmed current firmware, consistent with a device hardware malfunction of the user interface control. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included continued diabetes management using a dexcom g7 cgm via the mobile app or receiver while arrangements for replacement proceed. Investigation included technical troubleshooting and user education, including guidance to shut down the device via menu navigation to prevent further alerts, instructions on syncing data to the mobile app prior to return, and counseling that device data will not transfer to the replacement and that startup will be required. Investigation of this case revealed a nonresponsive wake button that did not resolve with reboot. It was concluded that the device experienced a user interface component failure, and replacement is indicated.